Event description:
The evis exera iii video system center was returned as part of the asset return process. Upon inspection of the customer¿¿s returned device it was observed that the serial digital interface 2 signal had failed with no video. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned as part of the asset return process, evaluation confirmed a failed serial digital interface 2 signal. Additionally, the printed circuit board (dx board) was defective and required replacement. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty main printed circuit board. However, the specific cause of the faulty main printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.